Manufacturer narrative:
The pod was received with the cannula assembly not deployed. The download data shows that the pod had completed both the first and second priming sequences in the expected number of pulses and was deactivated four pulses after the end of second prime. The returned pod was received with the needle cap and the adhesive liner still attached; the needle mechanism was noted to have fired into the needle cap. During the investigation, the needle cap was removed and the needle mechanism deployed as intended. Inspection of the needle mechanism components found no damages or deficiencies that would result in the needle mechanism deploying early. Although no issues were noted with the needle mechanism, it could not be determined when the needle mechanism deployed. The cause of the reported needle deploying early could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release was found to have met all acceptance criteria.

Event description:
It was reported that the needle deployed early before the pod was activated; this indicates a needle mechanism failure. No impact to the patient's glucose level was reported. The pod was not worn. There is no information available regarding treatment.